Manufacturer narrative:
The report of a system error code 255-16-275 was confirmed. Physical inspection of the device showed no related anomalies. Analysis of the pcu event and error log showed that the error occurred when the user attempted to increase the dose from 10 mcg/min (30 ml/hr) to 30 mcg/min (90 ml/hr) on the channel a pump module. When starting the infusion the user performed a rapid action of closing the door and starting the infusion of epinephrine. The pump module went from an alarm state (safety clamp open) immediately into an infusion state. This rapid action is known to cause a race condition that can lead to an out of sync state between the pcu and lvp with the pcu still recognizing the pump module as inactive (idle). The user made a state change by increasing the dose which then triggered the system error. The root cause is a software issue in which the infusion states are out of sync between the pcu and lvp.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a system error (code 255-16-275) occurred during infusions with four modules on a gravely ill patient. "Communication error" scrolled across the marquee of each module with a red, yellow, and green light on each module, indicating the device was alarming while the medications continued to infuse. Although the patient later died, the physician stated the pump event did not contribute to the patient outcome. A customer photo indicated that module a rate was 30 ml/hr; module b rate was 113 ml/hr; module c rate was 999 ml/hr; module d was infusing white fluid and the rate was 7.7 ml/hr. A later report indicated that medications infusing at the time of the event were: epinephrine: 30mcg/min at 90ml/hr; norepinephrine: 60mcg/min at 113ml/hr; propofol: 20mcg/kg/min at 7.7ml/hr; normal saline at 20ml/hr. It was stated that after the event, the modules ¿went blank¿ then showed the discrepant rates noted in the photo.